Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/25/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, the patient experienced a skin reaction with an infection and pus at the needle puncture site, which occurred 4 days after the sensor had been inserted in the abdomen. The reaction was treated with a prescription of flucloxacillin oral antibiotics 4 times a day. At the time of contact, it was indicated that the patient was stable and was still taking the antibiotic treatment. No additional event or patient information is available.